Manufacturer narrative:
It was reported that a piece of the inner glass ampule pierced the skin affix's outer case resulting in the physician sustaining a puncture injury to his unidentified right finger. The piece of glass was successfully retrieved from the physician's finger through use of forceps. The incident reportedly happened during a spinal correction procedure and multiple skin affixes were used to close the incision site. The skin affix that broke was reportedly squeezed for an unknown number of multiple times. It was denied that the vial broke on initial activation. The patient was reportedly not affected. There was no serious injury or follow-up care related to the reported event. Due to the reported incident, this medwatch is being filed. The sample has been discarded and is not available to be returned for evaluation. A root cause could not be determined at this time. Of note, the skin affix's instructions-for-use (IFU) indicates that repeated squeezing of the skin affix's case is not recommended and may cause the glass to puncture through the plastic case. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a piece of the inner glass ampule pierced the skin affix's outer case resulting in the physician sustaining a puncture injury to his unidentified right finger. The piece of glass was successfully retrieved through use of forceps.